Event description:
It was reported that bd alaris smartsite pump infusion set had flow issues. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that infusion duration was too fast.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The sample is unavailable for investigation. Pump was sent in, but there is no tubing available for investigation under this pr. The pump investigation will be completed under related (B)(4). The customer complaint of flow rate issues could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed because the lot number is unknown.